Event description:
It was reported that during the implant procedure when removed from the package, the physician noted that the coils were separated more than usual. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): defib conductor distorted, investigator comment: the defib filars not all backfilled.